Event description:
A customer reported to baxter (B)(4) an interlink system non-dehp catheter extention set in which the tubing separated from the male luer. The process step is before use. There was no patient involvement, patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and found a slight solvent stain and the tubing separated from the male luer. Functional testing was performed. A piece of tubing was cut off from the returned sample and the dimensions were found within specifications. The reported condition was confirmed. A batch review could not be completed as the lot number was not provided by the customer. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.